Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 220 mg/dl. The customer stated that the event was caused by an excessive buildup of blood at her infusion site. During the phone call, the customer complained of the batteries in the insulin pump not lasting very long. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.